Event description:
Customer called reporting being unable to test, as meter would not turn on with strip. Consequently, customer reports she may have lost consciousness, became delirious, and could not stand. Paramedics transported her to the hospital where blood glucose reportedly measured 39mg/dl.

Manufacturer narrative:
Complaint is not confirmed. Performed phase I investigation. Meter powered on with button and insertion of strips. Did not observe power issue with strip port.